Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after approximately 32 weeks due to the elective replacement indicator (eri). An expression of dissatisfaction was made with regard to device longevity.